Event description:
It was reported that the balloon would not deflate. The physician had to retract the guidewire to deflate the balloon. There was no clinical consequence to the patient.

Event description:
It was reported that the balloon would not deflate. The physician had to retract the guidewire to deflate the balloon. There was no clinical consequence to the patient.

Manufacturer narrative:
Subject device is not available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The balloon catheter was returned with the guidewire still connected. There were no external anomalies identified on the balloon catheter upon visual examination; however, blood was visible within the tip. During functional inspection, an attempt was made to remove the guidewire from the balloon catheter; however, the guidewire could not be removed. The device was soaked in water and an attempt was made to flush the device, but water would not advance into the device due to dry blood. Information available indicated that the physician retracted the guidewire in order to deflate the balloon thus the reason for the blood found. It is possible that blood within the inflation/deflation ports caused the reported difficulties prior to the guidewire being removed. However this cannot be confirmed due to the way the device was removed from the patient; therefore, the root cause of the reported issue cannot be determined.